Event description:
The complainant reported that while placing an impella cp, the patient went into cardiac arrest. An impella cp was placed successfully. However, due to placing during arrest, the doctor was unable to place a pre-closure device. The doctor attempted a cut down to explant but was unsuccessful. Vascular surgery was consulted. A combination of things lead to the friable artery, incomplete closure, and oozing. Hemostasis was unable to be fully maintain in the left femoral artery due to the friable artery. An estimated two liters of blood loss occurred while attempting to close. The site was packed with a lap pad and sutured close. The patient eventually expired after the family withdrew care. Upon review by abiomed's medical safety, there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
B.2 exact date of death is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. They were unable to achieve hemostasis even after many attempts.